Event description:
I got the mimed 530 g insulin pump with the constant glucose monitoring system. I had nothing but trouble with the cgm system and also the pump. Medtronic kept having me use the system when it wasn't working. I went back to my other medtronic pump that was out of warranty to get my blood sugar level back to normal. The cgm numbers were off by 100 many times and that was without eating or anything that would cause a difference in readings. I tested myself just as often with the cgm system as I did when I did not have the system. I went through 2 different pumps and neither one worked properly to me. The representative promised me many things to try and make me happy. The whole time they didn't want me to say anything bad about what happened. Well what was happening could cause serious injury or death to someone that did not check their sugar levels as much as I did. I would wake up to the pump telling me that my blood sugar was 318. I would check myself with my trusted tester and I was 96. If I would have trusted the number the sensor was telling me I would have gone very low in blood sugar and ended up being hospitalized. I was always told that I was doing things wrong and the product worked perfectly. I believe that an investigation should be done. Peoples' lives depend on these insulin pumps and if the readings are that far off many lives are at stake.